Manufacturer narrative:
(B)(6). Investigation: received one used 24g sample that showed the safetly failure after use. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment. In conlusion, the failure was caused by a deformed v-clip and the bd suzhou plant is conducting a feesibility study to avoid this kind of failure mode.

Event description:
It was reported that the safety mechanism on a bd pegasus¿ safety closed IV catheter system failed to activate after use. There was no report of injury or medical interventions.